Event description:
The event involved a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip. The reporter stated that when checking the patency of the patient¿s arterial line it was noticed that the giving set had separated at a part of the line that should be sealed. This resulted in the blood from the patient¿s artery beginning to track back up and out of the line. The customer further stated that the affected product has a loose connection that would cause blood to leave the lines and they have been asked to remove all the affected batch from circulation and would like this to be looked at all possible especially due to the potential for patient harm involved. It was also further stated that the issue was resolved, and the steps taken to resolve the issue was that the 3-way tap was closed to prevent the blood from tracking back up and out of the unsealed line. New giving set run through and attached. There was no medical intervention required. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 9850762 was reviewed and no non conformities were found that would led to the reported complaint.